Event description:
Attorney reported: (B) (6) 2007 - pt underwent a ventral incisional hernia repair surgery. Pt's hernia was repaired with a bard composix mesh. On (B) (6) 2007 - pt presented to the hospital with chronic infection of the mesh. Upon removal of the infected mesh, it was discovered that a component of the mesh had separated and a grossly purulent pocket of fluid required drainage. The "mangled mesh" was repaired with pieces of seprafilm. Post-operatively, pt developed pneumonia and was treated with antibiotics. He was discharged on (B) (6) 2007. Because of the defective patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.